Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, grip tips opened and closed properly, passed the grip test, passed energy delivery testing in various grip orientations, passed the electrical continuity test. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. No product issue was found. The instrument was fully functional. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The probable root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted the technical service engineer (tse) via phone for assistance concerning the malfunction of the universal surgical manipulator 3 (usm3). During the surgical procedure, the customer encountered an error and was presented with options to restart or disable the usm3. The users opted to disable the usm3 but were uncertain about how to re-enable it. Tse reviewed the system logs and identified errors related to the cannula sensor. It was explained to the customer that a system restart was necessary to re-enable the arm. The tse guided the customer through the process of power cycling the da vinci system; however, the error reappeared immediately after the restart. Subsequently, the tse informed the customer that a visit from the field service engineer (fse) would be necessary to resolve the issue. When asked if the procedure could continue using the remaining three usm arms, the surgeon indicated it was possible, albeit with some difficulty. The tse then advised the customer to remove the instrument from the usm3, undock it, and move it out of the way, followed by disabling the usm3 to proceed with the surgical procedure as a three arm system configuration. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) 3 was analyzed and the reported problem was confirmed and replicated. The system logs showed error 1162, indicating a cannula sensor fault. Testing on an in-house system in normal mode triggered the same error, and patient side cart fixture test platform (pftp) testing showed a failure in the cannula led brightness test. Aba troubleshooting was then performed using a golden axes controller spar cannula (acsc) assembly and cannula flat flex cable (ffc), and the test passed. Visual inspection revealed no signs of damage. The investigation concluded that the acsc with cannula ffc was the source of the reported failures. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to cannula recognition issues resulted from a faulty acsc assembly and cannula ffc located on usm.

Event description:
Refer to h11 for follow-up information.